Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when the surgeon used a mallet to lightly tap the device into place.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet. Reported information states that the surgical technique was not followed, as surgeon hit the tasp with a mallet during use of this device. It is likely that the device fractured because the product was mishandled.